Event description:
It has been reported to philips that, flexvision pc did not switch on during system start. It is unknown if the system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and placed the power supply for b cabinet on a free connection of the connected power supply. Then device fully functional.

Manufacturer narrative:
Philips has investigated this complaint.the philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc does not switch on when the system starts. Review of the system log file showed that "malfunctioning flexvision pc¿. Upon functional testing, the fse found that power for the flexvision pc remains available after the system is shut down. To resolve this issue, the philips field service engineer connected power supply for b-cabinet to a free connection on the switched power supply. After the connection, the system was returned to use in good working order. The codes were updated based on the investigation outcome.